Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Initially reported a force sensor error. Exchanging cable did not solve the problem. Catheter change solved the problem. No patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 12-may-2025, observed reddish brown material inside the pebax and a separation between the pebax and the electrode section. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 12-may-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation was completed on 12-may-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 29-apr-2025. A visual inspection, and force test were performed following j&j medtech procedures. Visual inspection revealed reddish brown material inside the pebax and a separation between pebax and electrode section. The device was connected to the carto 3 system, and it was recognized and visualized; however, error 106 was displayed on the screen. Then the handle was dissected, and sensor pads were measured, and were found out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The root cause of the adhesive condition is traced to the manufacturing process. The reddish material inside the pebax is unrelated to the issue reported by the customer. The potential cause of the pebax damage is traced to the manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues and force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012); adhesive (g0405201); sleeve (g04115) were selected as related to the customer¿s reported ¿force sensor error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ and ¿a separation between pebax and electrode section¿ related. -investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force sensor error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿error 106¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03)/ component code: adhesive (g0405201) were selected as related to the customer¿s reported ¿force sensor error¿ issue. In addition, biosense webster inc. Analysis finding of the ¿insufficient adhesive observed on the wires¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish brown material inside the pebax¿. Manufacturer's reference number: (B)(4).